Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a broken bin on the battery pca causing the device to fail to power up. There was no report of patient involvement.

Manufacturer narrative:
Problem statement corrected to read broken "pin" not "bin".

Event description:
The customer reported a broken pin on the battery pca causing the device to fail to power up. There was no report of patient involvement.